Event description:
The consultant undertook a shunt revision for the replacement of the integra h-v lumbar peritoneal shunt system originally implanted approximately 18 months ago. The shunt appeared to be "sticking" which is the reason for the shunt revision. The consultant replaced the non-working shunt with the same product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.